Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user felt wetness at the connector and observed fluid leaking from the connector while using prefilled cartridges; the user was guided through the remaining supply change steps without further issues, and no alerts or alarms occurred. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on clinical status and no hospitalization. Investigation included customer care remote troubleshooting and education with the user during the call. Investigation of this case revealed a suspected leak at the connector, with the specific mechanical cause undetermined, and the device otherwise functioning as expected after guidance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device malfunction beyond the reported connector leak.